Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13march2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse walked the customer through the touchscreen calibration process. The unit was calibrated and the issue resolved.

Event description:
It was reported that the touchscreen on the unit was unresponsive. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.